Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the pain stimulation was not working properly and it might be changed by the physician. On 2018-07-23, the patient reported that this began in (B)(6) 2018. They started having severe pain in the legs. It was noted that the patient¿s device was eight years old. No steps were taken as the patient had some heart issues that they needed taken care of first, but they noted that the issue was resolved. No further complications were reported or anticipated.